Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having issues with going to the bathroom every hour the night prior to the report. They switched from program 4 at 0.7v to program 1 at 2.1v. It was further indicated that the patient had not had a bowel movement since (B)(6) 2016. They thought that the constipation might have something to do with their bladder. The healthcare provider (hcp) wanted them to try stool softener. The patient told the hcp that they could not turn the stimulation off. The patient said their bowel issue started a "long" but did not finish what they were saying. The patient had an appointment scheduled with the hcp on (B)(6) 2016. It was note that the patient's implant was recently replaced and they no longer had bandages. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.